Event description:
It was reported that the procedure was to treat a mildly tortuous and mildly calcified mid right coronary artery. The patient had undergone angioplasty on (B)(6), 2012 and a 3.0 x 38 mm zeta stent was implanted. The results were good with a thrombolysis in myocardial ischemia (timi) iii flow. On (B)(6) 2013, the patient was admitted with chest pain and an angiogram was performed. Angio revealed that the stented artery was totally blocked with thrombus. The patient was given gp2b3a inhibitor and the thrombus was removed with a thrombectomy catheter. Timi iii flow was observed. The patient is fine. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.there was no reported product deficiency. The reported angina and thrombosis are listed in the zeta instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.